Event description:
It was reported that "3.0 locking screwdriver head broke off in screw head as surgeon was screwing 3.0 locking screw into 1/3 semi-tubular plate"

Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report.